Manufacturer narrative:
Inspected three sealed and one opened and used reservoirs. Performed leak test and reservoirs passed per specfications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. Insulin is leaking past the o-rings. The lot number is not affected by the recall. Nothing further reported.